Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The workstation backplane, the general purpose operating system (gpos), and the real time operating system (rtos) were replaced. The software was reloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system was running slowly. No pt injury was reported.